Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was unresponsive. A field service engineer replaced controller board and configured the station to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that pyxis medstation es system was not turning on. Due to this malfunction, customer reported that the patient care was impacted and also unable to access the medications. There were no adverse events or injuries reported based on this event.